Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recorded period between (B)(6) 2019 and (B)(6) 2020, the right ventricular pacing impedance was initially recorded at approximately 500 ohms before abruptly rose onto 1700 ohms at the end of the recording period, as indicated in the complaint. In the provided iegm episodes artifacts were visible in the right ventricular channel, in addition inappropriate ICD chargings and shock were visible, as indicated in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated

Event description:
After an implantation period of approx. 90 months, oversensing with inappropriate therapies in the ventricular channel was reported. Apart from the shocks, no further adverse patient side effects have been reported. The patient was hospitalized and the lead was capped.